Manufacturer narrative:
(B)(4).

Event description:
It was reported when a percutaneous extension was taken out of a lead kit it was determined it had a loose set screw that would not tighten. Another lead kit was opened and the new extension worked "fine." No patient injury was reported.

Manufacturer narrative:
(B)(4).